Event description:
It was reported during a lung biopsy, the doctor used an 18 gauge by 9 centimeter coaxial. After the doctor fired the gun, he could not pull out the needle. Under fluoro, it was seen that the inner cannula tip was bent in the pt's lung. The doctor pulled out the needle and some of the pt's tissue was torn as it was caught in the needle. This resulted in a softball sized hematoma. The lesion being biopsied was soft and there was no calcification present. There was no bend on the coaxial. The doctor used another device and was able to obtain a sample. The pt is reported to be fine.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was visually inspected and confirmed that tip of the needle is bent. The bend is localized in the notch area. No other visible defect noted. Functional testing could not be performed because the tip of the needle was severely bent. The reported event was confirmed as the sample did not pass the dimensional evaluation. It was noted in the event description that the physician used an 18g by 9cm coax. The recommended size for use with this product (a 20g x 20cm needle) would be 19g by 17.8cm.